Event description:
A hospital in (B)(6) reported via our distributor that the pressure line adapter cap of an rt040 full face mask was "falling off " the mask. The hospital further reported that the cap may have been "pulled off by nurse or confused patient". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mask is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on further information provided by the hospital, the event description and our knowledge of the product. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. Without a complaint device we are unable to determine what caused the problem observed by the customer. However, the hospital has further reported that the oxygen port caps came off after therapy began and that it was "pulled off by a nurse or confused patient". No patient consequence was reported. A lot check could not be performed as no lot number was provided.

Event description:
A hospital in (B)(6) reported via our distributor that the pressure line adapter cap of an rt040 full face mask fell was "falling off" the mask. The hospital further reported that the cap may have been "pulled off by nurse or confused patient." No patient consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare has requested additional information from the customer regarding the reported incident. We will provide a follow-up report upon the receipt of further information and completion of our investigation.